Event description:
It was reported by a family member that the patient was implanted with an implantable cardioverter defibrillator (ICD) system as primary prevention on 2014 (B)(6). The family member reported that the patient had a syncopal episode with failed anti-tachy pacing and received a shock on 2014 (B)(6). It was noted that the patient was seen in the clinic and the ICD was reprogrammed. Three days later the family reported that the patient woke up feeling ¿poorly¿, unable to urinate most of the day and collapsed at home. The patient received cardiac/pulmonary resuscitation however, was pronounced dead at the scene. It was questioned by the family if the ICD was related to the death. The family requested review of the device information as the patient died suddenly at home. The date of death is reported as 2014 (B)(6). Interrogation of the device indicated that the device treated an agonal rhythm with shocks and there was a failure to convert the agonal rhythms with the shocks. Follow up with the funeral home reported, the cause of death per the death certificate as atherosclerotic cardiovascular disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary # product ID# ddbb1d4 the device was returned and analyzed and no anomalies were found.